Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia. The customer¿s blood glucose level was 465 mg/dl. The customer did not mention any symptom or treatment related to hyperglycemia. The customer also reported that the insulin pump was no longer working after getting out of the pool. The customer reported that after getting out from the pool the insulin pump began to alarm and had an open book image on the insulin pump screen. The insulin pump did not receive any other alarm prior to an open book image. It was unknown whether the insulin pump was on auto mode at the time of the event. The customer declined troubleshooting for hyperglycemia because she was sick and she knew what caused that. The insulin pump will be returned for analysis.